Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device remained implanted, no product evaluation was able to be performed. The root cause of the calcification and stenosis remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 2500p 25mm valve was disabled after an implant duration of eight years, 10 months due to severe right ventricle to pulmonary artery (rv to pa) conduit stenosis and calcification. Angiography demonstrated a moderately calcified rv to pa conduit. A 9600tfx 23mm valve was implanted in the pulmonary position using a valve-in-valve procedure. The patient was transferred to the recovery room in stable condition. Patient has a history of aortic stenosis s/p ross procedure and rv to pa conduit replacement in 2008.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.